Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that a patient is showing early capsular fibrosis and "lens opacification" approximately two weeks post-op. The patient discontinued ofloxacin early. Irrigation/aspiration and posterior capsule clean up, lens reposition, and a capsular tension ring (ctr) was implanted successfully on (B)(6) 2016 as secondary intervention. The surgeon indicated the likely cause of the event was "cortical remnants possibly". The patient's current status was described as, patient is doing well.

Manufacturer narrative:
Additional information: device manufacture date. The lens was not returned to the manufacturer for evaluation. One retain sample from the same lot (7556312) was inspected and all measurements were found to be within specifications. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined.